Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the reservoir and infusion set had air bubbles. The customer reported that the air bubbles were half inch in size. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the reservoir was not in place during rewind. The customer stated that the insulin was stored at room temperature. The reservoir will be returned for analysis.